Event description:
A balloon leak was noted after unknown time of iab therapy. The pt was off iab support for 15 minutes while iab was changed out. It was necessary to cut the catheter for removal. Pt is stable. No further details or pt info is available.